Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter is confirmed and was determined to be use related. One 2 fr single lumen per-q-cath with a t-lock and stiffening stylet inserted was returned for evaluation. An initial visual observation showed use residue on and within the returned sample. An attempt was made to flush the sample with a 12 ml syringe of water; however, the catheter was found to be fully occluded and no leaks were observed. An attempt was also made to remove the stylet from the catheter, but the stylet was found to be stuck about midway within the catheter. A microscopic observation revealed indentations and a small, diagonal split in the catheter between the 7 cm and 8 cm depth markers. Additional damage was observed on the inner wall of the catheter at the location of the small split, indicating the damage originated from within the catheter. The characteristics and location of the damage observed on and within the returned catheter indicate the damage was most-likely caused by manipulation of the stiffening stylet within the catheter prior to flushing the catheter, compression of the catheter with the stylet still inserted, and/or rapid or forceful withdrawal of the stylet from the catheter. The product IFU states: ¿flush the catheter with sterile normal saline or heparinized saline prior to use. Catheter stylet must be wetted prior to stylet repositioning or withdrawal¿ and ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position.¿ a lot history review (lhr) of redr0301 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that PICC was inserted in patient, began leaking when flushing. PICC was pulled and another PICC placed. No harm to patient.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redr0301 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that PICC was inserted in patient, began leaking when flushing. PICC was pulled and another PICC placed. No harm to patient.